Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm morphology was not reported. The anatomy was described as difficult (short proximal aortic neck of 10mm and a tight distal aorta). The patient was not an open repair candidate. It was reported that the case was cancelled and rescheduled several times due to a urinary tract infection. The physician gained full access and had wires in place; did run-offs to mark the renal arteries. After the bifurcated stent graft was deployed the physician could not gain access into the contralateral gate from below. An attempt was made from above from an existing access from an art line, but this was not successful. An angiogram was done and showed they were pushing the wires on the aortic valve. The physician implanted a (B)(4) endurant cuff within the bifurcated stent graft to convert it to an aui. The physician deployed an amplatzer plug in the left common iliac artery to negate retro flow from the left side followed by a fem-fem crossover. The case was completed. It was reported that the patient expired three days later of ards (acute respiratory distress). No further information is available.

Manufacturer narrative:
(B)(4) results: inherent risk of procedure (death).